Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this unit is noisy and is showing a device error and a loss of air alarm. The customer has traced the issue to the compressor. There was no patient involvement regarding this incident.

Manufacturer narrative:
Results of investigation: the failure analysis lab received the suspect faulty compressor and was able to reproduce the reported event and isolate it to faulty bearings in the compressor.